Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dementia, hallucinations, paranoia and complete heart block. It was noted that the patient has a history of dementia. The implantable pulse generator (ipg) was at end of service and had no telemetry. The ipg was explanted and replaced. In addition, the right ventricular (rv) lead had high thresholds and low impedance. The new device was programmed to high outputs to avoid lead replacement. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.